Event description:
It was reported to philips that during patient transport, the device gave a continuous built-in test (cbit) blower stalled error. This event was reported to have occurred during patient use. There was no patient harm indicated. The customer spoke with a philips remote service engineer (rse). The customer stated that after plugging into ac power and rebooting, the error did not re-occur. The blower stalled error is in the significant log. The rse provided the part number for the blower assembly. The customer decided to send the device to bench repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered da pcba replacement aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. Based on information provided and/or service performed, the customer's alleged malfunction was not confirmed.

Manufacturer narrative:
Following the evaluation of the device, the bench technician observed and replaced the damaged da pcba and damaged blower assembly to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. The customers alleged malfunction was confirmed and it was determined that the root cause was the da pcba and blower assembly.

Manufacturer narrative:
Functional analysis was performed, and the blower stalled error generated during standard test bed (stb) operation with the returned suspect data acquisition (da) printed circuit board assembly (pcba) installed into it. The product investigation lab (pil) technician could not duplicate the failure from the service. The returned suspect da pcba operated on the stb without any issues and passed pressure accuracy testing as noted in the current revision of service manual. No fault was found.